Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters.the blood glucose result for the newborn postpartum was 70 mg/dl.two hours later, the glucose result from inform meter serial number (B)(4) was 39 mg/dl.one minute later and using the same puncture site, the glucose result from another inform meter was 54 mg/dl.these results were questioned by the neonatal unit.

Manufacturer narrative:
Quality control was performed and was acceptable.the meter and strips have been requested for return. The product has not been received at this time.on a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.the investigation is ongoing.

Manufacturer narrative:
All testing with the returned strips produced acceptable results and no strip defects were observed. The allegation could not be substantiated.

Manufacturer narrative:
Meter serial number (B)(6) and tests strips of lot 607133 (expiration date 30-sept-2023) were received for investigation and were tests with quality control materials. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. Control ranges: level 1: 100-136 mg/dl, level 2: 261-353 mg/dl results: level 1: 115, 114, 115 mg/dl level 2: 302, 302, 306 mg/dl all returned results are within acceptable range. The investigation is ongoing. Medwatch fields d9 and h3 were updated.